Event description:
On (B)(6) 2013, pt reported the up button on the infusion device does not respond to press and the protective rubber has peeled off. This occurred in (B)(6) 2012, and she immediately switched to her backup infusion device. The button does not respond or produce a sound even if pressed hard. The infusion device was not dropped or exposed to water. The button remains flat when pressed. The alleged infusion device was replaced and requested for eval. No physiological effects were reported and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture enters the insulin pump and destroys the functionality of the buttons and the pump electronics. The up button is permanent active due to external mechanic damage.